Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action. Based on the information received and without the return of either the product or performance data, or completion of analysis, it could not be determined if this device performed as described in the field action. Concomitant medical products: 4524-45 lead, implanted: (B)(6) 1999. (B)(4).

Manufacturer narrative:
Evaluation summary: analysis was performed and no anomalies were found.

Event description:
It was reported that there was oversensing, low impedance, and insulation breaches on both the atrial and rv (right ventricular) leads. It was also reported that the device experienced high current drain. The device was explanted and replaced, and the leads were capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.